Event description:
Boston scientific received information that this right atrial lead exhibited high pacing thresholds and loss of capture with asystole of less than two seconds. It was also reported that pacing was not delivered when required. This ra lead was explanted and new lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely due to the explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular the values of the mechanical analysis of the fixation mechanism and of the electrical analysis were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.